Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: n300772004, implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an saline via an implantable infusion pump. It was reported that the patient was not getting any relief from the infusion system and so the device was filled with saline for the past few months. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted and the catheter was tied off. The issue was reported to be resolved. It was noted that the explanted device was discarded and would not be returned for analysis. No further complications have been reported as a result of this event.